Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's wife reported a hospitalization while customer was wearing the insulin pump. Customer's wife called the night before the hospitalization because customer was having a high blood glucose level of 501 mg/dl. He was treated with manual injection. Troubleshooting found no issue with the device. In the morning, customer woke up with a blood glucose level of 457 mg/dl. 911 was called and customer was admitted to the hospital for diabetic ketoacidosis. Customer was not in an accident. Customer was still in the hospital at the time of the call. Customer's wife was advised to check for set or site issues, such as bent cannulas. She was advised that a replacement device had been sent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.